Event description:
It was reported that the device had error code 255-32784-275. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 255-32784-275 was due to battery pack charge failure. Tech support recommended to use ac power to charge and let the unit charge for a while and then connect the unit up to the alaris system maintenances. Customer said ok and the call was ended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.